Event description:
A family member reported that the patient experienced blood glucose (bg) of 517 mg/dl. The patient was reportedly able to lower his bg and it resolved to 232 mg/dl. The family member reported that the pump delivery history and settings were correct. The family member confirmed that there were no noted issues with the infusion set; there were no leaks, air bubbles, or bent cannulas. The family member also confirmed that there were no noted site issues. The family member reported that the patient's bg was elevated to 517 mg/dl, the site was changed and bg dropped to 465 mg/dl, but again increased to 514 mg/dl. During a follow up contact, the family member reviewed the prime history with customer support and found that the patient was priming less than one unit. Customer support advised the family member to make sure to prime until at least four to five drops are seen coming from the end of the tubing. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There is an indication that the patient may not have been priming the pump adequately during site changes. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Initial reporter: unknown.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was noted to be discolored with a pinkish contrast.